Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. The pump had flipped. No symptoms were reported. The patient was "a bit obese" in the abdomen and wheelchair bound. No further complications were reported.